Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridges did not fit onto the pump. A fourth new cartridge was successfully loaded onto the pump to resolve the issue. Customer's blood glucose level was 160 mg/dl.